Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient had intermittent claudication in the lower limbs since autumn 2022 and was referred to the hospital on (B)(6) 2023 for further examination as the patient's ankle-brachial index (abi) values were low as recognised by the previous physician. Endovascular treatment (evt) was scheduled because a significant stenotic lesion was found in the right femoral artery via vascular ultrasound. On (B)(6) 2023 the patient was admitted to hospital for evt. The patient consented to treatment that involved the implantation of a biomimics 3d (bm3d) stent. The lesion was prepared with plain old balloon angioplasty (poba) on the right femoral artery and a bm3d 6.0 x 150 mm stent was placed. The procedure was completed without any complications. The patient was started on 200mg cilostazol tablets orally per day on (B)(6) 2023. They were discharged on (B)(6) 2023 after a good post-operative course. On (B)(6) 2023, 30 days after the procedure, the patient visited the hospital as scheduled. They had no intermittent claudication symptoms. The blood flow in the lower limbs was good according to abi and duplex ultrasound (dus). On (B)(6) 2023, the patient visited the hospital 6 months after the procedure with mild intermittent claudication symptoms. A vascular ultrasound examination revealed a restenosis within the right femoral artery stent. After consultation with the patient, admission for evt was scheduled for (B)(6) 2024. On (B)(6) 2024, evt was performed for restenosis within the right femoral artery stent. Pre-dilation was successful with an ultrascore 6.0 x 150mm balloon, and the procedure was completed by applying an in.pact admiral 6.0 x 200 mm drug-coated balloon. On (B)(6) 2024, the patient was discharged from the hospital after a good postoperative course. The physician/reporting institution determined that there was a causal relationship between the implanted stent, the target lesion and the restenosis event in the right femoral arterial stent. It was considered serious as it led to admission of the patient to hospital for evt purposes.